Manufacturer narrative:
Pump not received stuck in manufacturing mode unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, fading serial number label and minor scratched screen window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had long crack beginning from the top of the pump. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.